Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement. The physician attempted laser extraction however the lead began to separate so it was surgically abandoned. A new lead was successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.